Event description:
While extracting a 25 month old lead, the dr experienced a complication. Experiencing difficulty passing the polypropylene sheath set into the left subclavian vein, he removed the outer polypropylene sheath and replaced it with the outer sheath of a stainless steel sheath set. Having achieved access to the lumen, he encountered significant scarring, and so elected to continue advancing the stainless steel outer sheath over the polypropylene inner sheath. In the process, he transected the inner sheath with the sharp outer sheath. The pt was transferred to surgery, where the remnants of the sheath and the lead were successfully removed. The pt recovered uneventfully.